Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2022. Additionally, fiducial markers were placed. The spaceoar vue placement procedure was performed without complications. After the procedure, when they were waking the patient up, the patient coded. It was noted the patient had taken awhile for the anesthesia to make him fall asleep. The patient was reported to be fully recovered. Boston scientific has been unable to obtain additional details, despite of the good faith efforts (gfes).

Manufacturer narrative:
B5, h6 and h10 have been updated based on additional information received november 29, 2022. D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. H6: patient code e0741 captures the reportable event of respiratory arrest.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2022. Additionally, fiducial markers were placed. The spaceoar vue placement procedure was performed without complications. After the procedure, when they were waking the patient up, the patient coded. It was noted the patient had taken awhile for the anesthesia to make him fall asleep. The patient was reported to be fully recovered. Boston scientific has been unable to obtain additional details, despite of the good faith efforts (gfes). Additional information received november 29, 2022. It was further reported there were no issues while placing the spaceoar vue during the implant procedure. The fiducials were placed transperineally. It was noted patient had not been healthy to begin with and that they had trouble putting him asleep. It was also reported the patient coding had nothing to do with spaceoar. He was noted to be a "large man" and was on several medications. He reportedly bit down on the endotracheal (et) tube which led to respiratory arrest due to being unable to ventilate.